Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received.

Event description:
The complaint/event occurred on an unspecified date and involved a tego¿ connector that was reportedly cracked. The event occurred at (B)(6). There was no report of any human harm as result of this complaint/event.

Manufacturer narrative:
The complaint of cracks on item d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.